Manufacturer narrative:
Based on the information available, no conclusions can be made. The information provided is limited to the journal article. Seroma is a known inherent risk of surgery and is included as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is estimated as (B)(6) 2016 based on the available information. Device not returned.

Event description:
Per journal article: "laparoscopic ventral hernia repair with poly-4- hydroxybutyrate absorbable barrier composite mesh." The study covers a retrospective review of 26 patients who underwent a ventral or incisional hernia repair between april 2016-nov 2018 which included implant of a phasix st. All patients had their mesh placed in an intraperitoneal fashion with the mesh tacked and sutured to the peritoneal surface. The hernia repair surgery was outlined as: following lysis of adhesions and reduction of hernia content, the defect is measured, and a 12-mm trocar is introduced through the center of the hernia sac. An appropriate size phasix st mesh is then tailored allowing at least 4 cm overlap in all direction, the mesh was then mounted with sutures at all corners. The article reports four patients were found to have seromas in postoperative imaging ordered as indicated. All seromas were managed conservatively. No wound infection or signs of recurrence were encountered through the approximate 28 months of follow-up timeframe.